Event description:
After opening the biopsy gun, staff noticed that the tip of the gun, with the short plastic piece covering it, had punctured through the package. This has happened to several of our guns at various times.

Manufacturer narrative:
There are no samples available for this complaint. No defects or deviations were noted during the device history review. We have determined that the sheath has punctured through the packaging during shipment because of the weight of this device, and the movement during shipment. As a precaution to help prevent this in the future, we have determined the best option is to train the operators to fold the end of the pouch prior to boxing. This would make the point of impact on the tyvek instead of the clear plastic as the tyvek is the stronger material. Additionally, sleeves are currently undergoing shipping qualifications to be added to the tru-core to help prevent it from poking through the pouch. We will continue to monitor and trend for this defect to ensure effectiveness.